Event description:
Complainant indicated that during biomedical department's routine testing and preventative maintenance of the device, the main switch that controls energy selection was found to be out of alignment.